Manufacturer narrative:
The full lead was returned and analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed tricuspid endocarditis and an infection. The organism identified was gram positive cocci in clusters. The patient was treated with antibiotics, the implantable cardioverter defibrillator system was removed, replaced, and no further patient complications have been reported as a result of this event.